Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this pacemaker has been showing a premature battery depletion behavior. The remaining battery level has been reduced in a short period of time and the battery consumption rate is higher than expected. Safe replacement interval calculation was completed. This device remains in service. No adverse patient effects were reported.